Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a barcode reading error on a cobas b 221 <6> roche omni s6 system that could potentially impact patient results, interpretation of patient results, or patient identification. The customer stated that the barcode for 1 patient contained 6 digits but the analyzer could only read 4 of the digits. Clarification on the outcome of the misread barcode was requested, but no further information has been provided. There was no harm to the patient. The customer tried to reproduce the issue but was unable to. The barcode that had the issue is no longer available for further investigation. The investigation is currently ongoing.

Manufacturer narrative:
The customer clarified that the misread barcode was not incorreclty linked to any other patient. There was no mistaken patient identification or patient name. Without the barcode in question, further investigation could not be performed.